Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant the patient reported to the emergency room with left arm pain. The patient was found to have thrombophlebitis and cellulitis of the left upper extremity. The patient was discharged on oral antibiotics and blood thinners. The lead remain in use. The patient is a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.